Event description:
It was reported that this pacemaker exhibited a slight rise in the right ventricular (rv) pacing threshold measurements, as well as a decrease in r-wave measurements. The field suspected the rv lead may have dislodged, however data sent for review by boston scientific technical services confirmed these observations were likely due to the maturation period following an implant procedure. The threshold measurements are now stable and troubleshooting options were provided to troubleshoot the low r-waves. The pacemaker also exhibited pacemaker mediated tachycardia (pmt) episodes due to crosstalk oversensing of the right atria signal on the rv channel. The pacemaker remains in service and no adverse patient effects were reported.